Event description:
It was reported that there was a charge failed error at boot up. When this error occurs at boot up, it will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.